Event description:
(B)(4): it was reported that a visum led plastic elbow cover allegedly fell from the suspension. There were no adverse consequences reported in this event.

Manufacturer narrative:
It was reported that the elbow cover was found on the floor of the operating room during room turnover. No one allegedly witnessed the cover falling, but discovered it on the floor. It was brought to have allegedly fallen during a surgical procedure, but it was unknown during which procedure. As a result, no patient information is known.: the catalog number provided is for the visum led spring arm which is the component that has the elbow cover attached to it. The actual device was repaired at the account. A stryker field service technician went to the customer site and replaced the elbow cover. The root cause for this event is unknown. There was no report of any adverse consequences to the patient or caregiver.